Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon investigation, the electrode belt failed the incoming ECG fall-off test. The cause for the failure was isolated to corrosion inside of ECG d causing oxidation on transient voltage suppressors v1, v2, and v3 and processor u1. The root cause for the corrosion could not be positively identified. No adverse event resulted from the defective electrode belt.